Event description:
It was reported that the patient experienced paroxysmal dyspnea. It was also reported that there was unexpected longevity. At a follow-up session the battery status was ok, but several months later at the next follow-up, the device noted to be at eri (elective replacement indicator) since four days prior to the previous follow-up session. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4076 lead, implanted: (B)(6) 2006. (B)(4).